Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling the cartridge with 140-150 units of insulin. There was no impact to the customer¿s blood glucose. Reportedly, the customer filled the cartridge with additional insulin or loaded a new cartridge to address the issue.